Event description:
It was reported in the beginning of a therapeutic gastric band removal procedure, the rigid video scope had a poor-quality image and colors flow were observed. The procedure was completed using the same set of equipment without any delay. No other devices were involved in the event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Updated fields: d8, d9 (date returned to mfg), g3, g6, h2, h3, h4, h6, h11. Corrected fields: d3 and g1 (removed duplicated hamburg). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) was broken and the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit was broken and therefore stripes in image occurred and cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported in the beginning of a therapeutic gastric band removal procedure, the rigid video scope had a poor-quality image and colors flow were observed. The procedure was completed using the same set of equipment without any delay. No other devices were involved in the event. There were no reports of patient harm.